Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image.

Manufacturer narrative:
Alleged failure: image not clear. Confirmed failure: outer tube damaged (bent, dented),broken rod lens. Probable root cause: incorrectly assembled optical train; damage to optical train; debris in optical train; end of life wear-out; shipping damage; use error. The device manufacturer date is not known. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a blurry image.